Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed high and required a post-implant balloon aortic valvuloplasty (bav). Upon deflation of the balloon, the valve dislodged and moved aortic. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Potential factors that can influence a valve to dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. However, in this case, the valve dislodgement was due to the balloon aortic valvuloplasty (bav) process. This event does not allege a device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.